Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Product not returned for evaluation. Most likely underlying root cause mlc-20 user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Grandson is calling on behalf of the customer. The customer is concerned with tests results from back to back blood tests of 192, 284 and 213 mg/dl fasting. Grandson stated that when customer performed the back to back tests, they were performed on the same hand using three different fingers there are erratic and the high results. The customer's expected fasting blood glucose test result range is 120 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not available at the time of the call to perform a back to back blood test. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 04/30/2021 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).